Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported stimulation was felt in inner thigh during test on (B)(6) 2016. It was noted the device was turned off during pregnancy and after delivery, the patient had no symptoms. However, frequency, vulvar pain, and some incontinence returned which had not been helped by the device. The event was assessed as related to the device or therapy but not the implant procedure or programming. The event resulted in an unscheduled clinic or office visit and resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information from a healthcare provider for a clinical study reported the system initially controlled symptoms but lost effectiveness and was ultimately explanted on (B)(6) 2016. Outcome remains unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.